Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record revealed nothing relevant to this event. The evaluation revealed that the drill's flute was broken-off. Complainant's event is typically caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging or excessive bending forces being applied during use. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the or staff reported that during an ankle fracture procedure while the surgeon was drilling into the tibia; the tip broke off in the patient's tibia. The surgeon attempted to retrieve the tip, but was unsuccessful. The tip of the reamer was left in the patient. Patient: (B)(6) male. Caller did not have any additional details to provide. Follow-up investigation: per the sales rep, the bone was reported to be hard and the surgeon was applying a lot of pressure on the drill bit and it broke.